Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently being admitted to the hospital due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 539 mg/dl. Blood glucose level at the time of the call was 127 mg/dl. Caller stated that the high blood glucose level was due to kinked tubing. Customer was wearing the insulin pump at the time of the incident. Troubleshooting was not performed at the time of the call; customer stated that she would call back. The insulin pump was not replaced or returned for analysis.